Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2019-05124. Reference MFR. Report: 1627487-2019-05125. Reference MFR. Report: 1627487-2019-05126.

Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2019-05124. Reference MFR. Report: 1627487-2019-05125. Reference MFR. Report: 1627487-2019-05126. Follow up information identified diagnostics prior to the surgical explant showed high impedances on 2 of the leads, and normal impedances on 1 lead. The x-rays taken in the operating room showed all implanted leads had migrated.

Manufacturer narrative:
Two of the patient¿s lead model numbers, device information and implant dates are unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2019-05124; reference MFR. Report: 1627487-2019-05125; reference MFR. Report: 1627487-2019-05126. It was reported the patient experienced a lack of efficacy with the drg system. The patient did report good pain relief, but it is unknown when this changed. The patient did not report any traumatic events prior to stimulation change. Reprogramming attempts were unsuccessful. Impedances were checked and x-rays were performed, but the results are unknown at this time. To address the issue, the physician explanted the drg system on (B)(6) 2019. During the procedure, the physician noted one lead had migrated and coiled in the epidural space at t1. The physician alleged a port plug had dislodged from the header, and that the leads had fallen apart.